Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appeared to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 4559 unspecified tissue injury. Codes added: health effect-clinical code: 4582.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed tricuspid regurgitation (tr), thin leaflets, calcified aortic valve and prolapsed anterior leaflet for a triclip procedure. Imaging was challenging. First triclip xtw was implanted successfully at mid anterior septal region and was in stable condition. Second triclip xtw(tcds0301-xtw; 41213r1041)was implanted at central anteroseptal commissure. It resulted in single leaflet device attachment from anterior leaflet (slda) after deployment. Per the physician, the slda was due to the pre-existing patient anatomy. Third triclip xt was deployed at central posterior septal leaflet to stabilize the slda and further reduce the tr. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported. No additional information was provided.